Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 5.5cm and 22cm from the tip. The inflation lumen is separated 26.8cm from the tip. Microscopic examination revealed no additional damages. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During advancing through the guidewire, the balloon catheter became stuck. Upon removal, it was noted that the balloon's middle section broke in two pieces. The procedure successfully completed using original method and/or device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During advancing through the guidewire, the balloon catheter became stuck. Upon removal, it was noted that the balloon's middle section broke in two pieces. The procedure successfully completed using original method and/or device. No patient complications were reported.